Event description:
It was reported that customer experienced continuous glucose monitor error and needed help resolving issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset pump no longer displayed error, with no further actions reported.